Event description:
Specific pt sample recovered with an initial bicarbonate result of 12 mmol/l on the hitachi 917, repeated the same sample on the modular d, recovered 10 mmol/l. Secondary sample was tested on a blood gas method, bicarbonate result of 20 mmol/l. Sample is currently being evaluated for possible cause of discrepancy.